Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-20047. It was reported during the trial procedure, the pt experienced severe pain and also experienced back pain and pressure when stimulation was turned on. The pt was given pain medication and the leads were repositioned during the procedure. Also, post-operatively the pt complained of uncomfortable rib and chest stimulation with stimulation on. As a result, the leads were explanted. The pt was transferred to the ER and the physician ordered an MRI. Follow up identified the pt's MRI was normal and the pt was released from the ER.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.